Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on electronics. The pump was unable to verify weak battery alarm, battery out limit alarm, off no power alarm, reset anomaly, battery icons anomaly due to blank display. The pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of battery out limit, blank display and weak battery from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she had to change her batteries 3 times in the last 2 weeks. The customer stated that it will go from 2 bars to 3 bars back down to 1 and then off. The customer stated that the pump was not bumped or exposed to moisture. The customer was advised to insert new aaa alkaline battery. The customer stated that the display returned. The customer stated that she received a weak battery alert. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.